Event description:
Pt had initial breast implantation in 1991. She developed pain and systemic symptom, implants were replaced in 1994. Pain and symptoms, and contractures necessitate removal. Upon removal, implants identified as mcghan implants. These were replaced with saline implants.